Manufacturer narrative:
Medtronic received additional information that the reason for replacement was due to a 2.2cm highly mobile mass which prolapsed into the patients left ventricular wall during diastole and into the left atrium during systole. The tumor came through the mitral valve and caused increased velocity and gradients across the valve. The patient also suffered a stroke as a result of emboli from the tumor on the valve. There was no evidence of infection once the valve was explanted. Post implant there was a small amount of paravalvular leak (pvl) however the surgeon felt it was not significant enough to repair and likely due to the poor quality of the patients native tissue. No additional adverse patient effects were reported. Added patient weight field. Added medical history field. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received information that this patient had a left ventricular tumor involving her mitral valve. As part of the tumor resection, this bioprosthetic mitral valve was implanted. Approximately 5 years and 8 months later, the tumor recurred. It was reported that the tumor grew into and obstructed the prosthesis. The tumor was subsequently removed, and the bioprosthesis was replaced with a valve of the same size and model as part of that procedure. The surgeon reported "the valve itself was fine. It was the tumor obstruction that led to re-operation". Of note, a "small" amount of anterior mitral paravalvular leak (pvl) was noted post re-do replacement. It was reported that this appeared to be due to poor quality of the patient's native tissue, and no interventions were performed. No adverse patient effects were reported. Updated coding in field h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 years and 8 months post implant of this 27mm bioprosthetic mitral valve, it was explanted and replaced with a bioprosthetic valve of the same size and model. The reason for replacement was not reported. No additional adverse patient effects were reported.